Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that drawer auxiliary 5-1 was not opening after the solenoid engaged. Further inspection revealed that the drawer was dragging on the divider plate due to a damaged bearing cage. The drawer was tested using the hardware test application, which confirmed that the issue was hardware-related only. Due to the drawer not being detected in diagnostics, the fse had to manually remove all pockets from both sub-drawers. After removing the pockets, the fse removed the failed drawer and installed a new drawer. Following installation, the fse configured the new drawer and reinstalled all pockets. The drawer was then tested in diagnostics, and the pharmacy subsequently tested the drawer within the application. All tests confirmed that the drawer was functioning properly. Proactive inspections process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 failed and making clicking noise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.